Event description:
Description according to complainant: pt was brought to the (B)(6), referred by his physician from (B)(6). Filter legs and hook penetrated the ivc wall. Traditional retrieval methods could not be made due to penetration. A 14 fr. Sheath and alligator jaw was used to hook and sheath the filter for successful retrieval. Multiple fractions in the legs of the filter. One leg fractured in pulmonary artery, and was successfully retrieved with a snare. A second fractured leg in the hepatic vein was retrieved with a snare. Pt outcome: according to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog#: unk but referred to as "cook celect" by rptr. Investigation is still in progress.